Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, voids in the gel, white calcification (approx. 5%), deformation, yellow biological tissue and crease fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture of baker grade iii.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to concern with the product. Later, healthcare professional reported capsular contracture baker grade iii. The device has been explanted and replaced.